Event description:
Note: this report pertains to seven devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01907, 3005099803-2014-01909, 3005099803-2014-01912, 3005099803-2014-01910, 3005099803-2014-01911, 3005099803-2014-01913, and 3005099803-2014-01914 for the associated device information. It was reported to boston scientific corporation that seven speedband superview super 7 devices were used in the esophagus to treat esophageal varices during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had much difficulty rotating the handle and the bands could not be released; therefore, all the bands failed to deploy. The same problem was noticed with the other six devices used during the procedure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of bands failed to deploy. (B)(4) for the reported event of handle broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The suture was still intact and attached to the ligator head. All the bands were present; however, the first blue band was slightly moved out of position. No issue was noted with the ligator teeth. The trip wire was not secured in the handle assembly slot and presented only ½ revolution around the handle spool. There was a slight evidence in the leading edge of the handle assembly slot that the trip wire had been secured during use. A functional evaluation of the handle was performed by turning the handle knob at 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint was not confirmed; the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to seven devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01907, 3005099803-2014-01909, 3005099803-2014-01912, 3005099803-2014-01910, 3005099803-2014-01911, 3005099803-2014-01913, and 3005099803-2014-01914 for the associated device information. It was reported to boston scientific corporation that (B)(4) speedband superview super (B)(4) devices were used in the esophagus to treat esophageal varices during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had much difficulty rotating the handle and the bands could not be released; therefore, all the bands failed to deploy. The same problem was noticed with the other six devices used during the procedure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.